Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010: the patient underwent MRI of lumbar w/wo contrast. Impression: marked degenerative changes at l1-2 disk with facet arthropathy. There was some degree of retrolisthesis of l1 with respect of l2 of about 5 mm as well resulting in stenosis. On (B)(6) 2010: the patient underwent x-ray of lumbar. Impression: grade 1 -2 spondylolisthesis at l4-5 which exaggerates with extension. Convex right upper lumbar scoliosis with associated degenerative change in the upper and mid lumbar spine. On (B)(6) 2010: the patient underwent fluoroscopically guided selective nerve rot block/ transforaminal epidural steroid injection due to lumbar radiculopathy. On (B)(6) 2010: the patient underwent preoperative diagnosis: spondylolisthesis, l4-5. Procedure: anterior lumbar interbody fusion, l4-5 exposure. On (B)(6) 2010: the patient presented with pre-op diagnosis: l4-5 spondylolisthesis with nerve root compression. Procedure performed: anterior retroperitoneal approach to l4-l5. L4-l5 anterior interbody fusion with cages and bmp. L4-l5 posterior nonsegmental instrumentation with left unilateral sextant pedicle screws. Intraoperative fluoroscopic guidance. Per-op notes: the disc space was reamed appropriately. Two cages were brought up to the field and soaked in antibiotic solution. Each of these cages was packed with bmp sponges, which had been prepared at the beginning of the case. The cages were then placed in the disc space at l4-l5 bilaterally under fluoroscopic guidance. On (B)(6) 2010: the patient underwent suture removal at lumbar. On (B)(6) 2010: the patient underwent x-ray of lumbar. Impression: interval postoperative changes with unilateral pedicle screws on the left at l4-l5 with interbody grafting. There was grade 1 anterolisthesis of l4 with respect to l5. Relatively advanced multilevel degenerative changes and dextroscoliosisxxx. On (B)(6) 2010: the patient presented for follow up on surgery. The patient underwent x-ray of lumbar. Impression: chronic appearing changes. On (B)(6) 2011: the patient presented for follow up on surgery. On (B)(6) 2011: the patient presented with neck pain. The patient underwent x-ray of cervical spine. Impression: severe, multilevel cervical spondylosis with degenerative anterolisthesis, but no evidence of segmental instability at flexion/extension. On (B)(6) 2011: the patient presented with pain in neck. On (B)(6) 2011: the patient underwent MRI of cervical spine wo contrast. Impression: multilevel degenerative disc and degenerative facet disease throughout the cervical spine without significant central stenosis. No aggressive marrow lesions identified. There was mild neuroforaminal narrowing noted on the right at c5-c6. On (B)(6) 2011: the patient underwent x-ray of lumbar. Impression: no significant interval change in the scoliotic curvature and degenerative changes within the lumbar spine. The left-sided unilateral fusion hardware at l4-l5 is intact and in satisfactory position. On (B)(6) 2011: the patient presented with neck pain. On (B)(6) 2011: the patient underwent MRI of lumbar w/wo contrast. Impression: extensive degenerative spondylosis of the lumbar spine with s-shaped scoliotic curvature. Degenerative disc disease is most severe at l1-2; however, there is no significant central stenosis at this level. There is left-sided foramina narrowing, however, it is difficult to quantify on this exam secondary to the scoliosis. The patient is status post left unilateral fusion at l4-5 with an inter vertebral disc implant device. No abnormal enhancement or paraspinal fluid collection noted at the level of the surgery. No definite central stenosis present. There was moderate right neural foramen narrowing noted. Degenerative disc and facet disease contribute to severe right sided neural foramina narrowing at l5-s1 and moderate left neural foraminal narrowing at l5-s1, this may have progressed slightly during the imaging interval. On (B)(6) 2012, (B)(6) 2011: the patient underwent epidural steroid injection due to cervical radiculopathy. On (B)(6) 2012, (B)(6) 2011: the patient presented for follow up of pain in neck and, lower back, right leg. On (B)(6) 2013, (B)(6) 2012: the patient underwent epidural steroid injection due to spinal stenosis. On (B)(6) 2013, (B)(6) 2012, (B)(6) 2011: the patient underwent epidural steroid injection due to pls.